Event description:
It was reported that the left monitor on the 9800 system has intermittent video. No patient injury reported.

Manufacturer narrative:
A ge representative performed an on site investigation. The failure could not be duplicated. However, as a preventative measure, replaced the monitor. The system was tested and found to be working as intended and placed back into service.